Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for failed battery test alarm, battery out limit alarm and had high blood glucose level. The customer¿s blood glucose was 400 mg/dl. The customer stated batteries are not lasting very long, pump will not turn on sometimes after battery changes, tried several battery. Customer declined troubleshoot for high blood glucose. The customer was advised and explained the troubleshooting for failed battery test. Customer needs to call pharmacy to get back up plan. The insulin pump will not be returned for analysis.